Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the implant site. Subsequently the patient was treated with silver nitrate to cauterize the granulation tissue and was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is filed on august 20, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed january 29, 2016. The device is currently unavailable.